Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported they were not getting audible alarms. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and was unable to confirm the reported problem. The fse performed functional testing and confirmed that all settings on the alarm were correct and the device was working as expected. The investigation concludes that no further action is required at this time. The device remains at the customer site.

Manufacturer narrative:
The record was reviewed and there was no further information provided by the customer. It could not be determined whether harm occurred, therefore corrections were made to the report. Corrected b1, h1 and h6.